Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had recurring insulin flow blocked alarm. Customer changed the set for several times. Customer went through the troubleshooting and they tried all remedies for insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. Device was received with scratched case, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).